Event description:
Implant retrieved from the patient due to a severe titanoium reaction to the implant

Event description:
Implant retrieved from the patient due to a severe titanoium reaction to the implant follow up performed due to a final conclusion for this event.